Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as a rash on the patient's legs, arms, and back. The patient consulted his physician who prescribed a medication. Follow-up indicated that the medication helped with the rash and it was getting better.